Event description:
The event is reported as: complaint alleges: "a clip was cracked at the moment the doctor use the applier to catch it, during surgery." On complaint form it indicates that the defect was discovered prior to use on a patient. No patient injury reported.

Manufacturer narrative:
Sample has not been received for investigation in time for this report. Per device history report DHR investigation did not show issues related to this complaint.